Manufacturer narrative:
Corrected h.6 type of investigation, investigation findings, and investigation conclusions. A device history review (DHR) was performed and did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review was performed and revealed no other complaints relating to distal tip split. During manufacturing of the esheath introducer set, the sheath and components are inspected several times throughout the manufacturing process. In addition, product verification testing was performed on a sampling basis and all testing met specifications. These inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing non-conformance contributed to the reported events. Post-procedural imagery was received for evaluation. The dilator was visualized inserted through the sheath; along with the crimped thv at the distal tip of the dilator. The distal tip of the sheath was noted to be open and the liner appears expanded as designed. The sheath distal tip appeared to be split. The ifus and procedural training manual were reviewed. The thv can be retrieved through the sheath only before thv deployment (still crimped). They must ensure the thv is centered on the flex tip. Then retract the thv and delivery system into the sheath ensuring the thv is completely inside the sheath and just past the sheath tip. They are cautioned not to force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again. No IFU/training deficiencies were identified. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Per the assessment, it has been determined that no CAPA, scar, or pra is required as the established triggers have not been met. The split sheath distal tip was confirmed based on review of provided imagery. As the device was not returned, engineering was unable to perform any visual examination, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. Furthermore, no abnormalities were reported during device unpacking or preparation. As reported, ''after attempting to cross the native valve, the patient started to have rhythm disturbances (ventricular fibrillation no defibrillation needed) most likely to the pre-shaped guidewire interaction. It was tried to relocate the guidewire in order to minimize the interaction with the left ventricle but, due to this manipulation, the pre-shaped guidewire came out of the left ventricle. Then, it was decided to remove the commander delivery system to re-cross the valve. Although the commander delivery system could be removed, the valve got stuck into the esheath hemostatic valve. Therefore, the esheath was removed to avoid valve embolization and a new esheath was prepared and inserted.'' As per pictures provided, the esheath distal tip split and commander delivery system balloon leak were observed. In this case, withdrawal of the delivery system with crimped valve over inflation balloon was performed due to valve alignment was already perform when it was decided to remove the system. Per the training manual, ''a crimped thv aligned on balloon is larger than crimped thv off balloon. Take care if deciding to retrieve''. It is possible that the thv with larger profile was caught on the sheath tip and lead to the sheath distal tip split during thv retrieval into the sheath. In addition, blood was observed inside the delivery system, suggesting a balloon leak. The blood inside the balloon can lead to an altered balloon profile. If the balloon damage occurred prior to retrieval into the sheath tip, this can make it more difficult to withdraw the delivery system through the sheath. If excessive manipulation was applied, it can further contribute to the tip split. As such, available information suggests that procedural factors (withdrawal of crimped valve, residual fluid, altered balloon profile) may have contributed to the complaint event. However, a definitive root cause is unable to be determined at this time.

Manufacturer narrative:
Investigation is ongoing. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: (B)(4).

Event description:
As reported by our affiliates in mexico, this was a case with a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach. During the procedure, the esheath was correctly inserted. After attempting to cross the native valve, the patient started to have rhythm disturbances (ventricular fibrillation with no defibrillation needed) most likely due to the pre-shaped guidewire interaction. It was tried to relocate the guidewire to minimize the interaction with the left ventricle but due to this manipulation, the pre-shaped guidewire came out of the left ventricle. Then it was decided to remove the commander delivery system to re-cross the valve. Although the commander delivery system could be removed, the valve got stuck in the esheath hemostatic valve. Therefore, the esheath was removed to avoid valve embolization. A new esheath was prepared and inserted and a new 23mm sapien 3 ultra was prepared. The valve was implanted in a good position with minimal paravalvular leak. The patient was stable throughout the procedure. As per pictures provided, the following was observed: esheath distal tip split.